Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a defect in the printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center shows no image/display when plugged in. The issue was found during preparation of the use. The diagnostic procedure was completed without delay. There were no reports of patient harm.